Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel was observed via a remote merlin at home transmission. Patient was asymptomatic. Programming changes were made. Patient will be monitored.